Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for use. The root cause was determined to be a software error. In consequence the software was updated. There was no patient or user harm reported.

Event description:
Customer write: " on friday we got a call about 3063 touchscreen not responding to touch, it wasnt on a patient and the nurse had used the p/t to navigate around to complete the preop check ((B)(6) 2022 13:14:08 to 13:17:54). The vent was still in standby, I could confirm that there was no audible or visible response to touch, the p/t was shifting the focus around the screen and the function buttons responded. I activated the screen lock 13:57:59 and confirmed the audible and visual response to touching the screen but when unlocked the touchscreen still did not respond. I locked and unlocked the screen again but cant remember if the screen was responding again so cant definitely say if the leak test was started & stopped by p/t or if the screen was now responding. But it was definitely responding normally by 13:58:27." Please advise.